Manufacturer narrative:
(B)(4). Exact patient age is unknown; however the patient was reported to be over 18 years old. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was during a right renal calculi procedure in the kidney performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis 100w with laser settings of 0.5 - 0.6 joules, 40 hz (24 watts) and total energy of 3.39 kilojoules. According to the complainant, during the procedure and outside the patient, the physician noticed that the aiming beam was not visible. The physician fired the laser and but the laser energy was not enough to break the stone. When he removed the laser fiber from the scope, it was found out that the fiber was bent 90 degrees about 1/3 of the length from the distal tip of the laser fiber. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.